Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) noted blood on the entire lengths of the retrieval catheter (rc) and delivery catheter (dc) and no saline visible. This is consistent with the reported information that the product was advanced into the anatomy. Only the rc and dc were returned. The filtration element used during the procedure was not returned. Pin gages were used to measure the inner diameter of the retrieval catheter. This met the manufacturing criteria. A .039 inch pin gage was used. Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed acculink stent due to the bovine aortic arch. However, the filter was eventually collapsed into the retrieval catheter. Additionally, during removal the retrieval catheter caught on the distal stent struts. This may be due to the stent not being fully apposed to the vessel wall, as it was reported that after pre-dilatation was performed, the filter was able to be retrieved through the stent. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Device evaluation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that after successful stent deployment in the left internal carotid artery there was difficulty removing the filter. Although there was difficulty advancing the retrieval catheter (rc) through the implanted stent, due to the bovine aortic arch, the filter was encapsulated in the rc. During removal, the rc caught on the distal stent strut. A bent tip filter wire was unsuccessful in freeing the rc. A non-abbott larger balloon was used to dilate stent and the filter was removed. There was no adverse patient sequela. Though requested, no additional information was provided.